Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a functional endoscopic sinus surgery (fess). It was reported that they were unable to track the non-invasive patient tracker. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.